Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 analytical unit. Patient 1 initial result was 11.1 ng/l and the repeat result was 3 ng/l. Patient 2 initial result was 7.2 ng/l and the repeat results were 3.89 ng/l and 3 ng/l. Patient 3 initial result was 7.37 ng/l and the repeat result was 3 ng/l. Patient 4 initial result was 6.31 ng/l and the repeat results were 8.73 ng/l and 9.22 ng/l. Patient 5 initial result was 11.2 ng/l and the repeat results were 5.75 ng/l and 4.28 ng/l. Patient 6 initial result was 9.91 ng/l and the repeat results were 15.9 ng/l, 5.71 ng/l, and 5.61 ng/l. Patient 7 initial result was 62.4 ng/l and the repeat results were 51.9 ng/l and 51.8 ng/l. Patient 8 initial result was 11.9 ng/l and the repeat result was 5.7 ng/l. Patient 9, on (B)(6) 2025, initial result was 107 ng/l and the repeat results were 37.1 ng/l and 36.4 ng/l. Patient 10, on (B)(6) 2025, initial result was 399 ng/l and the repeat results were 10.9 ng/l and 10.6 ng/l. Patient 11, on (B)(6) 2025, initial result was 7.3 ng/l and the repeat result was 10.5 ng/l. Patient 12, on (B)(6) 2025, initial result was 445 ng/l and the repeat result was 13.4 ng/l. After recentrifugation, the results were 11 ng/l and 10.8 ng/l.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified. A general reagent or analyzer problem was not present because the qc results before the event were within acceptable ranges.